Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon could not squeeze the handle. Cracking was heard and the device would not fire. The pusher of the knife was bent and it came out of the cartridge. A new device was used to continue the procedure. No problem was noted with the patient status.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The first reload was engaged to the instrument. The knife bar was herniated from the side of the reload with the jaws unclamped. The h-limiters were present within the device. The second reload jaws were clamped. Staple pushers were flush with the cartridge surface. The laminates were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.